Event description:
The sales rep reported that the catheter was placed on the left side, the tip was barely in the frontal horn. They were never able to get drainage out of the catheter. The patients icp would increase into the mid 20s, they would do several interventions with no success of lowering the icp. They flushed the catheter with a syringe and the icp would decrease immediately into single digits. This was repeated 3-4x over a 24 hour period. At the last flushing, they noticed a leak in the catheter around the 12cm marker. They also observed the barium stripe and it seemed to be loose on the catheter. After some discussion they believe the patients icp was never high, all interventions did nothing to lower the reading on the icp express. CT scan confirmed that there was a foreign body at the implant site which they believe is part of the barium stripe.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed these evaluations. At the time of the initial report of the complaint, it was not known that a second device would be returned. A review of the quality records was conducted for both devices, and prior to distribution both devices met all manufacturing and quality testing/inspection specifications. The catheters of both returned devices were examined for any signs of obstruction, loose or improperly cut silicone/barium material. None was noted. Both catheters were found to be conforming to the required specifications. The slit section of the catheter which is used to allow for introduction of the stylet was properly cut. The full surface of the cut section was examined under appropriate magnification, and no fragments or other interruptions of the material were noted. Some dried debris was noted inside the slit of both catheters. This debris is consistent in appearance with biological debris. The reported catheter leakage at or about the 12 cm marker could not be duplicated. No cuts and/or damages were observed on the catheters that could cause the reported issue. The following observations were noted: (B)(4). Silicone over sensor area. Catheter received in a drainage tube with suture attached. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 9/7/2011. Based on the above evaluation the supplier was unable to confirm the complaint. (B)(4). Sealant lifting at sensor area. Catheter received in a drainage tube with suture attached. Multiple kinks and bends in catheter material behind the drainage tube. The device failed electrical leakage test - internal spec. =/ 3ua; test reading =3.36ua. Mfg. Date: 9/19/2011. Based on the above evaluation, the electrical leakage was most likely caused from the sealant lifting at the sensor due to customer use. Trends will be monitored for this or similar complaints. No further action is required. At the present time this complaint is closed.